Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown vertical expandable titanium ribs (veptr)/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the follow article: plaass, c., hasler, c.c., heininger, u., & studer, d. (2016). Bacterial colonization of veptr implants under repeated expansions in children with severe early onset spinal deformities. Eur spine j. 25:549-556. The countries of origin are (B)(6). A study was done on 39 children with severe spinal or thoracic deformities from january 2009 to may 2012. There were 18 female patients with a mean age of 5.6 years and 21 male patients with a mean age of 9.7 years. These 39 children had 163 re-operations as part of the course of treatment with vertical expandable titanium ribs (veptr). The children were evaluated for complications associated with veptr specifically infection. After removal of veptr, the devices were microbiologically tested for signs of infection. Two patients required revision due to implant relocation. This report is 2 of 2 for (B)(4). This report is for an unknown vertical expandable titanium ribs (veptr).